Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump was powered on and the device displayed an error and exhibited an alarm. No issues were found with the pump display. The printed wire board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's printed wire board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a continuous alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump screen had lines running through it. No adverse patient effects were reported.

Event description:
Additional information received stating incident occurred during testing, and the event date.